Manufacturer narrative:
Distributor reported that an rt12 rotor was broken into pieces on their customer's statspin vt unit and that pieces came out of the centrifuge. There was no report of exposure or injury to the operator or impact to patient results. The distributor also indicated that its customer had reported that the centrifuge lid and internal safety shield were intact and in place prior to the event, but were determined to be damaged following the roto failure. According to the distributor, its customer elected not to return the unit to the manufacturer for further evaluation.

Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces.